Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Device lot number, or serial number, unavailable. 510(k) is unavailable as the model # and serial # of the navigation system are unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a c3-c5 posterior laminectomy, an imprecision was observed when utilizing navigated motorized drilling assistance. Due to the imprecision observed, the surgeon opted to complete the procedure without navigation and continued with lateral mass instrumentation. There was a reported delay to the procedure of thirty minutes due to this issue. It was later reported that the patient had a c4 fracture prompting the procedure.

Manufacturer narrative:
Additional information: system information provided and updated. If information is provided in the future, a supplemental report will be issued.